Event description:
The manufacturer received information alleging circuit error, calibration failure, values below average when checking the flow sensor occurred on a trilogy evo while in patient use. There was no allegation of harm or injury. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. The third-party service center noted repairs were completed. There is no additional information at this time. A good faith effort attempt will be made to gather additional information regarding the outcome of the evaluation. If new information becomes available a follow up/supplemental report will be completed.